Event description:
It was stated that the customer was hospitalized for blood glucose levels above 500 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer's mother called a few days later to report that the customer was back in the emergency room for high blood glucose levels. The blood glucose reading was 426 mg/dl. The mother stated that the insulin pump did alarm no delivery during bolus deliveries, but she felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2010-80768 for previous report on the insulin pump.